Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of insulin, and the fill estimate displayed "+140 units"; however, the "+" disappeared and the 140 units remained static despite insulin delivery. Tandem technical support (cts) informed the customer that per the user guide, any (+) value is correct and after 10 units are delivered, an actual number will be displayed. Cts informed the customer that occasionally, the estimate will remain static until the actual contents in the cartridge have been met, and then the gauge will start to decrease from there. The customer had already changed the cartridge and acknowledged the explanation provided by cts.